Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided when the event was reported to bsc through the FDA medwatch program. We are unable to request further information due to the anonymous nature of the initial reporter, and thus we are unable to provide the unique identifier (UDI) and other specific product, patient, or incident information.

Event description:
It was reported that a patient experienced hypotension, low ejection fraction and a pericardial effusion. During a pulsed field ablation (pfa) procedure with a farawave catheter the patient blood pressure had dropped, it was observed by the intracardiac ultrasound that a pericardial effusion occurred and patient had low ejection fraction. Cardiac massage was performed for a short period and a pericardiocentesis was performed. The patient was stabilized and was transferred to intensive care unit. No further information was provided.